Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss talked with the customer's biomedical engineer and found the issue to be the nitrogen source. The facility did not request service. No samples were returned for eval and no add'l info provided related to this event. The root cause is unk at this time. (B)(4).

Event description:
A nurse reported that during vitreo-retinal surgery there was a problem with the nitrogen supply. The eye was collapsing in the middle of the case and there were several advisory codes displayed. The surgeon kept pumping balanced salt solution (bss) into the eye with a syringe to complete the case. Add'l info regarding the pt and the event details has been requested, but none has been provided.